Event description:
The complaint was reported as: the customer alleges that the mask was not aerosolizing medication properly. The oxygen delivery (6-7l) was causing the tube to become disconnected from the mask. No report of a patient injury or delay in treatment.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.